Event description:
A patient sample was tested for troponin (accu tni) and results of 15.63ng/ml and 15.60ng/ml were obtained. A sample collected from this patient on the same day at earlier time and tested on a different instrument in the customer's lab gave results of 17.85ng/ml and 18.12ng/ml. The patient was transferred to another facility where an accu tni testing was performed and negative results were obtained. The 1st two samples were then sent to the second facility and negative accu tni results were also obtained. A 3rd sample tested at this facility gave a result of 0.04ng/ml. The results were reported out of the lab. Patient treatment was not affected in connection with this event.

Manufacturer narrative:
Customer collects samples in bd lithium heparin tubes. Samples are centrifuged at 3,000 rpm for minutes at room temperature. Qc was within specifications during the time of the event. A system check run in early 2009 resulted within specifications. A field service engineer (fse) was dispatched: the fse completed hardware verification protocol. No issues noted. The fse performed a diagnostic testing and a 10 point precision testing. Customer used reagent lot number 826259 on both instruments. The alternate facility used reagent lot number 850000. A pin letter was sent to customers by bci in march of 2008 communicating that the existence of a patient source interferent had been identified. Accutni reagent lot numbers 850000 and greater contain a raw material change which has shown to significantly reduce the occurrence of this interference. No patient sample was available for cpls testing. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.